Event description:
It was reported that an infection occurred. The patient noted a gap at one of the surgical wounds, the site became swollen and red and mild pain was present. There was minimal drainage from the wound. The patient was started on oral antibiotics without any improvement. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was pulled apart (overstress) and there was apparent explant damage.